Manufacturer narrative:
Corrections: b2 should only have "other serious" checked, not "required intervention to prevent permanent impairment/damage (devices)" b5 - there was no surgical revision performed at this time

Event description:
Correction - it was reported that the patient presented to the emergency room due to the inappropriate shocks. A magnet was used to inhibit tachycardia therapy while the device was interrogated and reprogrammed. The tachycardia therapies were programmed off, and the pacing mode was switched to atrial sensing and pacing only. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26080. It was reported the patient presented in the hospital. The patient's right ventricular lead was sensing noise leading to inappropriate shocks from their implantable cardioverter defibrillator. The device was reprogrammed, and surgically revised. The patient experienced no symptoms related to this event.